Event description:
Healthcare professional reported a patient was injected with 3.2mls of juvéderm® voluma¿ xc (2mls into the right temple and 1.2mls into the left temple). About 2 weeks later, patient experienced mild conjunctivitis, deemed not device related, and resolved two days later with no treatment. About 2 weeks after, patient experienced mild herpetic neuralgia that was mild and not related to the device. Treatment consisted of valaciclovir hydrochloride tablets, pregabalin capsules, and mecobalamin tablets for six days and event resolved. Patient would later experience mild non device related constipation that resolved a day later with an unspecified treatment. Patient would later experience a coronavirus infection and soon after chronic pharyngitis. Both events were mild in severity and not related to device. For the coronavirus, patient took loquat juice, ambroxol hydrochloride tablets, and myrtle oil enteric-coated capsules and event resolved. For the chronic pharyngitis, patient took acetylcysteine and loratadine tablets and event is still ongoing. Patient later had an on acute occurrence of pharyngitis with lymphoditis. Events were mild and not related to the device. Patient was treated with amoxicillin potassium clavulanate dispersive tablets for 5 days. Event ultimately resolved 9 days after onset.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of pharyngitis, deemed not device related is considered an unexpected adverse drug experience.